Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. The product returned for evaluation was a 4fr dual lumen powerpicc sv. Use residue was observed throughout the catheter. The catheter shaft was terminated at the 20cm depth marking. An attempt to flush the white lumen with water using a 12ml syringe revealed a leak. Microscopic inspection of the leak site confirmed a small hole between the molded joint and catheter shaft. The hole appeared to be granular and uneven. The features of the split were consistent with material fatigue due to catheter manipulation. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings in section h:11.

Event description:
It was reported catheter inserted on (B)(6) 2023, on (B)(6), during the healing of the device by the outpatient clinic, when irrigating, fluid leakage is observed between the zero level of the catheter and the bifurcation of the body of the device, filtration through both ports, for this reason it was decided to withdraw it. Impact on the patient: failure to complete treatment, requiring placement of another PICC to continue treatment and requiring suspension of chemotherapy until the other insertion is achieved. Additional information received 18 december 2023: the treatment was not completed and another PICC was required to be placed to continue it. Current patient status is stable.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported catheter inserted on (B)(6) 2023. On (B)(6) during the healing of the device by the outpatient clinic, when irrigating, fluid leakage is observed between the zero level of the catheter and the bifurcation of the body of the device, filtration through both ports, for this reason it was decided to withdraw it. Impact on the patient: failure to complete treatment, requiring placement of another PICC to continue treatment and requiring suspension of chemotherapy until the other insertion is achieved. Additional information received 18 december 2023: the treatment was not completed and another PICC was required to be placed to continue it. Current patient status is stable.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is inconclusive because no details could be observed along the catheters in the returned photo. One photograph of two 4 fr d/l powerpicc sv catheters was returned for evaluation. One photograph of the batch information was returned for evaluation. An initial visual observation of the photograph including the two catheters showed use residues along each catheter. The two catheters were observed to be inside plastic bags. No split could be observed in the returned photograph due to the lack of clarity of the photo, the color of the catheters, and the proximity of the photo to the alleged splits. Because a split could not be seen in the returned photograph in either catheter, the complaint of a leaking catheter is inconclusive. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported catheter inserted on (B)(6) 2023, on (B)(6) during the healing of the device by the outpatient clinic, when irrigating, fluid leakage is observed between the zero level of the catheter and the bifurcation of the body of the device, filtration through both ports, for this reason it was decided to withdraw it. Impact on the patient: failure to complete treatment, requiring placement of another PICC to continue treatment and requiring suspension of chemotherapy until the other insertion is achieved. Additional information received (B)(6) 2023: the treatment was not completed and another PICC was required to be placed to continue it. Current patient status is stable.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported catheter inserted on (B)(6) 2023. On october 25, during the healing of the device by the outpatient clinic, when irrigating, fluid leakage is observed between the zero level of the catheter and the bifurcation of the body of the device, filtration through both ports, for this reason it was decided to withdraw it. Impact on the patient: failure to complete treatment, requiring placement of another PICC to continue treatment and requiring suspension of chemotherapy until the other insertion is achieved.